Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error message as soon as the patient circuit began to heat. The customer did not recall the exact error code. There was no report of patient injury.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and found an error code associated to the stirrer motor. The issue could be solved by rotating the motor by hand. Subsequent functional verification testing was completed without further issues and the unit was returned to service. It is likely that the error experienced by the customer was the one found by service technician on site. However, the customer did not recall the exact error code. During service activity for this complaint the technician found out another issue associated to displayed temperatures being off of 1.5°c (a separated report has been submitted for this issue) and no other error occurred except for the one on the stirrer motor. It cannot be confirmed if the error experienced by the customer was due to the stirrer motor or to the temperature sensors issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
H.10: the most likely root cause of the reported error on stirrer motor is a bearing damage due to corrosion formation, probably because of wear of the part, the action of disinfectants during cleaning procedures and environmental conditions which the component worked in, such as high temperatures, humidity, condensation and water infiltration. The wearing of electro-mechanical device can be originated by the specific use condition at customer site and may have contributed to the event, however there is no concerning trend for this kind of failure.